Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the altrx +4 10d 28idx44od has a large portion of the rim fractured. Additionally, the implant present slightly scratches most likely caused by the explantation process and was covered of organic material. However, nothing suggestive of a dislocation was observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx +4 10d 28idx44od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 28idx44od product code: 122128144 lot number: jp4372 and no non-conformances or manufacturing irregularities were identified.

Event description:
It was reported the patient underwent right total hip replacement in 2023. The patient experienced hip pain, limping after squatting and turning in (B)(6) 2025. The patient returned to hospital for examination, x-ray and CT showed device dislocation. The patient underwent total hip revision surgery. After removal, it was found that the liner was broken and the ceramic head in contact with it was partially black.